Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weigh and explant date, but they could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-23628, 1627487-2020-23629. It was reported that the patient experienced a shocking sensation and ineffective therapy. Reprogramming did not resolve the issue. As a result, the system was explanted at an unknown date.